Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient "did a movement trying to hold some weight" and the device came out of the device pocket. The device was not replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was given antibiotics.